Manufacturer narrative:
Potential root cause: it was determined, but not limited to, possible employee failure to identify debris, possible dress code violation, lack of lab coat cleanliness, cleaning process not followed or inadequate, exposed product in warehouse, natural occurring static, equipment has loose particulate, inadequate customer satisfaction follow-up, possible inadequate controls identified, possible inadequate assembly methods/instructions, and debris contained in vendor supplied items. The following corrective actions have taken place: manufacturing personnel were retrained on the dress code procedure (corp.prc.079) and cleaning procedure (corp.prc.086), quality control specialist started conducting routine walk-throughs in raw material storage areas to identify any potentially exposed product, manufacturing personnel were instructed to wipe down production lines after every order, sub-assemblies were created to place all items potentially containing/attracting lint together prior to final assembly, supplier corrective action request (scar) was issued to the lab coat supplier, robust hairnets will be sourced as available, and added additional guidance to the manufacturing instructions to indicate that these products have had reports of debris to increase scrutiny during the assembly process. The deroyal sales representative conducted an initial site visit on (B)(6) 2021 in regards to reported complaints of contamination (hair and debris) in procedure trays and collected various defective product samples. The samples were provided in bulk and were not able to be correlated to the corresponding reported quality events. The sales representative performed a follow-up visit on (B)(6) 2021, and the customer agreed to individually bag each separate complaint sample in the future. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
This report is being filed due to a retrospective review of complaints. This complaint has been reopened for further investigation. A user facility medwatch report (#4900240000-2021- 8091) was received reporting a small hair found in blue small basin from inside deroyal surgical supply pack. Field contaminated. Blue basin and everything inside was thrown out and replaced. Irrisept and lg of vanc to surgical wound per physician. IV run for 24 hrs. The sample was not returned it was thrown away by the user facility. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Small hair found in blue small basin from inside deroyal surgical supply pack. Field contaminated. Blue basin and everything inside was thrown out and replaced. Irrisept and lg of vanc to surgical wound per physician. IV run for 24 hrs. (Anterior hip pack pgybk).